Manufacturer narrative:
Device not available for evaluation.

Event description:
The device was used during a total gastrectomy procedure. Reportedly, the suture disengaged. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.